Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, technical support specialist (tss) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.